Manufacturer narrative:
Section b5 updated with additional information.

Event description:
User reported false positive result. Negative by follow up test. Type or method of follow-up test not.

Event description:
User reported false positive result. Negative pcr.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.